Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had ¿just fell off from titanium adapter¿ (no further details). This was observed during use of the device. The set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.